Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user was in the lift, with the aid of the end user husband who was trying to get the end user out of the bed alleges the two rear castor buckled.